Manufacturer narrative:
Results: evaluation - reported issue is confirmed. Nurse call light turns off intermittently if the nurse call cable is moved. A known working nurse call cable and nurse call test fixture was used. Unit passes all other functional tests. (B)(4).

Event description:
The customer reported when the nurse call cable is in use with the alarm, the alarm sounds intermittently. The alarm functions properly when in use with just the sensor. The customer reported the connector that holds the cable is intact and there is no visible damage to the outside of the alarm. The customer did not provide a date when the issue was found. This was discovered during use. No patient incident or injury was reported.